Event description:
The pump was suctioning instead of infusing. Through troubleshooting it was determined that the medication bag was hooked up to the long tubing and the short tubing was hooked up to the pt. The nurse switched the medication bag to the short tubing and the long tubing to the pt; the pump began infusing normally. There were no reports of any adverse pt events associated with this malfunction.